Manufacturer narrative:
Nine unopened illuminators were received. The returned samples were visually inspected for foreign material on the distal end and all nine samples were found to be conforming. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be conforming for all visual inspections associated with the reported event, therefore endophthalmitis as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the illuminator was manufactured to specification. All fiber optic light guide products are 100% visually inspected and light tested for transmittance and image during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the patient developed endophthalmitis two days after the epiretinal membrane (erm) and cataract combined surgery. The patient developed intraocular inflammation, therefore intraocular rinsing was performed, and antimicrobial agents were administered. The patient's eye was confirmed to be improving.